Event description:
Report received of a non-delivery of tube feeding. It was reported that the pump was programmed to deliver ensure tube feeding at an unknown rate. The route of delivery, (nasogastric tube/gastrostomy tube/jejunostomy tube) was not known. The customer contact reported that the pump display was incrementing as if fluid were infusing, but there was no delivery of fluid. According to the customer contact, the pump was running for "several hours" without infusing. There were no pump alarms. There was no reported adverse patient event. The pump was replaced and therapy was continued. Though requested, there was no further information available.